Event description:
According to the report, bioglue was utilized during an aortic dissection. A large portion of glue reportedly embolized into the true lumen and caused a "plug" distally; a thrombus was subsequently removed from the proximal iliac. The report also stated that, the pt developed hemorrhagic pneumonitis; however, a possible relationship between the use of bioglue and the hemorrhagic pneumonitis is unclear.

Manufacturer narrative:
This is an ongoing investigation. Further information will be addressed in a follow-up report.